Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damages. The device was powered on and two segments in the top row failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the non illuminating diode segments were open due to a d2 component failure. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing led segments. No patient impact or consequences were reported.